Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a scratch was found in the optical area of the lens. This surgery was completed with normal lens.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area and the distal tip was broken, returned in the lens case. The optic edge was torn. The anterior optic surface has two scraped areas. Associated product information was not provided. It is unknown if qualified associated products were used. The reported scratch damage was observed. The optic was scraped. Additional lens damage was also observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).